Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse indicated that he found damaged tubing and material buildup on the rinse block. The tubing and the rinse block were replaced to resolve the leak from the sample probe. The repairs were verified per established procedures.(B)(4) .

Event description:
The customer reported a clear fluid leak of approximately 5ml from the probe rinse block on a coulter act 5diff autoloader (al) hemology analyzer, and requested a service visit. The leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, glasses and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The date of manufacture listed in the initial report was found to be incorrect; the correct date is provided in this supplemental report.